Manufacturer narrative:
An open book error alarm and error 35 was noted in the pump formatted history download. The problem was isolated to the electronic assembly. The force sensor zero-off set measured within specification range and no moisture damage was noted on the motor or force sensor. The pump was received with a cracked reservoir tube lip, a cracked case at the battery tube side and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer received motion sensor test failure. The customer's blood glucose level at the time of incident was unknown. It was reported that troubleshoot was conducted, and the customer was not able to check device history. It was reported that the device would be replaced and returned for analysis.